Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right-side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.4, h.4

Event description:
Healthcare professional reported right-side rupture confirmed via MRI. Device has been explanted.